Manufacturer narrative:
(B)(4).

Event description:
A healthcare provider (hcp) for a clinical study, via a manufacturer representative, reported the patient had a loss of efficacy. There was a connection problem between the electrode and the stimulator. It was unknown what led to the event or how the issue was identified. No diagnostics/troubleshooting were performed. The electrode was replaced, reprogramming was performed, and the issue resolved. The investigator assessed the event as not serious, related to the device, and not related to the procedure. Relevant medical history includes fecal incontinence due to peripheral neuropathy since 2012. If additional information is received, a follow-up report will be sent.